Manufacturer narrative:
The computer for the navigation system was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that a computer was replaced and a system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer has not been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure navigation system needed multiple attempts to boot. When in the cranial application, the system became unresponsive when importing from electronic picture archiving and communication systems (pacs). There was no patient present at the time of the issue.